Manufacturer narrative:
Unknown date in 2011. Reported event was confirmed by review of x-rays provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Follow up information suggests that the patient had a fall. However, a definitive root cause cannot be determined with the information provided .  An x-ray image was provided and the review states that the femoral component had dislocated laterally and superiorly with respect to the acetabular cup. A possibly increased acetabular inclination predisposing to dislocation was noted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised due to dislocation occurred due to patient fall approximately 8 years post implantation. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown stem, unknown head, unknown trilogy cup. Device not returned for evaluation.

Event description:
It was reported that the patient underwent an initial hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision due to dislocation. However, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.